Event description:
The customer reported to a baxter representative a condition of one clearlink continu-flo administration set that was alleged to have a loose connection on the upstream luer closest to the manifold. This luer was observed loose before use, and was tightened by the facility, but again came loose during infusion on an unknown patient. It is unknown what solution was being infused. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - the reported condition of one clearlink continu-flo administration set that was alleged to have a loose connection on the upstream luer closest to the manifold was not confirmed during product evaluation; therefore, no root cause could be assigned. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A labeling review was performed, finding the labeling accurate and sufficient. Should any additional information be made available, a follow-up MDR will be submitted.